Event description:
It was reported that the insulin pump alarmed reset. Customer stated that she was not using the insulin pump for 5-6 months and recently her healthcare provider advised her to go back using the insulin pump. Troubleshooting was done. Customer's blood glucose was unknown and but mentioned that blood glucose was at 300 mg/dl something. It was found that the insulin pump passed the self test and customer will contact healthcare provider to program the insulin pump. The customer was advised to monitor the insulin pump and call back if further assistance is needed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.